Event description:
The physician reported that she performed an "epicutan" test on the patient using the ingredients in super corega liquid; the patient did not have a reaction to any of the ingredients. The physician reported that based on this result, she did not think that the patient's symptoms were related to use of product.